Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report (B)(4) based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh. (See (B)(4) for second mesh implanted during procedure)

Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 1219930-2015-00596. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00596 to indicate the change, referencing the new manufacturing report number.